Manufacturer narrative:
Patient identifier does not contain enough spaces, entire ID 20006105785 and 20006107727 an evaluation is in process. A follow-up report will be submitted when the evaluation is completed.

Event description:
The account generated false depressed sodium when processing on the alinity c system that repeated in the normal range. Sid 20006105785 resulted 118 mmol/l repeated on another alinity c of 138, 137 mmol/l. Sid 20006107727 resulted 119 mmol/l but repeated 139, 136 mmol/l on another alinity c. Lab normal range 136 to 145 mmol/l. No impact to patient management was reported. No patient information is available.

Manufacturer narrative:
The customer replaced the ict sample dilutent reagent, reran samples, and quality control is in range. The trend review by the product list number found no adverse trend related to this issue. Labeling was reviewed and found to adequately address the issue under review. A device history review found no nonconformances related to the issue. No product deficiency was identified.